Manufacturer narrative:
Clarification to b3. Date of event: 2022 was reported. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" confirmed by MRI. This record is for the left side. Device remains implanted.